Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this lead was brought in for a scheduled device change out at which time abnormal impedances and high trending thresholds were noted; lead insulation damage was suspected. The lead was replaced during the scheduled procedure and is not intended to be returned for analysis. No resulting adverse patient effects were reported.